Event description:
The staff brought an out of service bed to the bed shop. Tech found the casters don't hold.

Manufacturer narrative:
Tech replaced the brake, brake/steer, and swivel casters. No injury reported.